Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received. The lot number of the device that was in use is unknown. The customer identified one possible lot number: 4969220 (expiry date 09/01/2025, MFR date 09/01/2020).

Event description:
The event occurred on an unspecified date and involved a spinning spiros® closed male luer, purple cap for which the customer reported a leak of epirubicin at the connector level during injection of a patient. The nurse tried to readjust the syringe several times but the leakage persisted. The administration was carried out in an implantable chamber, as close as possible to the patient and therefore directly on the small tubing of the huber needle. The huber needle was inserted a maximum of one hour before the injection of the syringe. The customer reported that the nurse contained the leaking epirubicin in compresses, which constitutes unprotected exposure to epirubicin for the patient and the nurse. The device and medication were not replaced. It was further noted that the connection of the connector to the syringe took place in the chemotherapy reconstitution unit. There was patient involvement and no harm reported.

Manufacturer narrative:
One used list #ch2000s-pc, spinning spiros (lot #unknown) and one used list #unknown, 60 ml bd plastipak syringe were received and visually inspected. The spiros was returned securely connected to the bd syringe. As received, the spin feature of the spiros was activated and spinning freely. No shear tab anomalies or spline damage was observed on the spiros. Red drug residuals were also present within the fluid path of the spiros. Further examination of the bd syringe male luer revealed damage on the trailing edge of the luer threads. This type of damage is typical of applying a bending force while the luers are engaged with a mating device during use. The spiros was functionally tested and found to meet product performance specifications. No leaks or disconnections were observed during testing. The reported complaint could not be confirmed or replicated. A device history record review could not be conducted because no lot number was identified. Additional information can be found in section b5. D9 - date returned to mfg: 08-feb-2021.

Event description:
The customer further stated that there was unprotected exposure since the epirubicin leaked and therefore ended up in the environment near the patient and the nurse, but there was no dermal exposure.